Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose at the time of admission was unknown. The customer described that she was sleeping and began to vomit prior to the hospitalization. The customer was treated with two ivs. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer believed that the issue may have been a bent cannula or that the infusion sent did not insert deep enough. Nothing further reported.